Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported the patient had a jolting sensation and involuntary jerking since last friday. The caller further said that the patient's daughter thought the patient needed a new implant. No further complications were reported as a result of this event.